Event description:
It was reported that noise resulting in inappropriate mode switching (ams) was observed on the right atrial (ra) lead. Additionally, noise resulting in oversensing was observed on the right ventricular (rv) lead. Lead provocation testing was performed, and the noise and ams was reproduced on the ra lead. The noise was also reproduced on the rv lead. The device was reprogrammed to resolve the event and the patient was in stable condition.

Event description:
Additional information received indicated the noise that was previously reported resulted in oversensing.